Event description:
Unnecessary excessive radiation via cr (computed radiograph unit) with high r.o.p. (Remote operators panel) exposure index on new eastman kodak cr 950's digital. Index should be 1800 or lower when doing erect front and side imaging (chest). The tech and advisor did all they could to do so, but as with many new cr units, they had to work with the unit and we had to do several (3) tries. The techs / supervisors did their job well but the fear is that they had to work with the manufacturer's unit a bit to bring it in spec. They did so here at hosp but many other pts elsewhere or anywhere may not be so lucky. Issue is that when new cr's and dr's from eastman kodak are installed, a few weeks, sometimes months may or could be needed to bring unnesessary excessive radiotherapy down with the exposure index. For best results it should be under 1700. I saw them working with the r.o.p. (Remote operations panel) and the exposure index went as high as 5000 this time, but the supervisor and techs fixed this. I wonder if every hosp/imaging center is on top of things. I know from experience that is not the case, but I am the pt now.